Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that "heavy water vapor" was observed in the expiratory tube of an rt204 adult dual-heated breathing circuit after 24 hours of use. No patient consequence was reported. The hospital clinical engineer confirmed that the expiratory heater wire was open circuit.

Manufacturer narrative:
(B)(4). The rt204 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the expiratory tube of the rt204 adult dual-heated breathing circuit was returned to fph in (B)(4) for inspection. The electrical resistance of the expiratory heater wire was tested using a multimeter. Results: the electrical resistance of the expiratory heater wire was out of specification. A lot check revealed no other complaints of this nature for lot number 110210. Conclusion: we were unable to determine what caused the fault observed by the hospital. All breathing circuits are electrically tested during production and those that fail are rejected. The subject rt204 adult breathing circuit would have met the required specification at the time of production. This suggests the heater wire was damaged post production. (B)(4).